Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from an application crash. A technical support specialist reduced the database size and adhered to the knowledge article to fix any corrupted files, effectively addressing the problem the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
The customer reported that the pyxis medstation es system application froze while they were dispensing medication. The customer mentioned that a reboot of the device was necessary due to a hardware malfunction in auxiliary drawer 3.2 during the dispensing process. There were no adverse events or injuries reported based on this incident.